Event description:
It was reported that two screws were received that were laser marked as part number 2000-2435, but the labels stated the screws were part number 2000-2345. There was no patient present. This is report two of two for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Inspection: the returned devices match the information in the complaint file and were examined. Visual inspection revealed that the packages were labelled part # 2000-2345 but contained screws marked part # 2000-2435. The screws measured 35mm. The packaging remains sealed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to packaging or inspection error. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report. Reference report 3012447612-2023-00216.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two screws were received that were laser marked as part number 2000-2435, but the labels stated the screws were part number 2000-2345. There was no patient present. This is report two of two for this event.